Event description:
The customer reported via phone call that he received a motor error alarm on the insulin pump. Customer then received a no delivery alarm. Customer stated that his blood glucose is too high for the glucometer to read. Customer thinks that it is over 600 mg/dl. Customer's last blood glucose was 286 mg/dl. Customer was in the hospital and got out on thursday night. Customer was treated for a whole week in the hospital without a pump. Customer stated that the pump was on a counter in the hospital. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 23 or 24 mg/dl. Customer stated that they are able to complete the rewind sequence yesterday. Customer stated that the insulin did not exit with the plunger push and the insulin looked cloudy in the reservoir. It was explained that the alarm was caused by a set or reservoir connection. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.